Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to fracture and bone loss. Tooth location 17.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned implant identified signs of wear and bone residue around the external threads due to usage. The implant was not fractured. The implant could not be functionally tested for bone loss. No pre-existing conditions were noted on the product experience report (per). The reported device had been implanted on tooth # 2 for approximately 17 years. X-ray or picture images were not provided. As a result, bone loss could not be verified. Device history record (DHR) and complaint history review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Complainant reported implant fracture with bone loss. The product was returned. The reported fracture was unconfirmed and bone loss could not be verified as x-ray images or pictorial evidence were not provided. A root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' .

Event description:
No further event information is available at the time of this report.